Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that the infusion set that came unscrewed a few hours later after tightening with no manipulation to the site. It disconnected at the y-port next to the patient during a tpn infusion and leaked. There was no patient harm.